Event description:
Versalet was alarming infant low temperature. It was only delivering 1/4 heater output. The reservoir was full of water, but the humidity was only delivering 24%. It was set to deliver 60%. Infant temp dropped from 98.2 to 97.1. Infant transferred to another versalet. Information given to draeger representatives in a face to face meeting on 07/11/2007.